Manufacturer narrative:
This reportable event was identified during a retrospective review conducted for the period between (B)(4) 2008 and (B)(4) 2010 of complaints for additional reportable events. The sample was tested within one hr of collection. The instrument was otherwise within qc specifications with respect to controls (accuracy) and reproducibility (precision). Controls were run before and after this event and were within acceptable ranges. This appeared to be a sample-specific issue and field service was not dispatched to the site.

Event description:
The customer reported that the lh750 hematology analyzer generated falsely low platelet test results on one pt sample. The test results were accompanied by an instrument-generated "giant platelets" message. The customer reran the sample in duplicate on the lh750 analyzer and recovered higher platelet results on both runs. The test results were accompanied by instrument-generated messages for "giant platelets" in both cases. The customer performed a manual platelet estimate which recovered a higher platelet count similar to the second repeat instrument run. There were no erroneous results reported outside the lab. There were no reported changes to pt treatment associated with this event.